Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a severe high glucose reading and changed the infusion set, after which glucose decreased to 148 and remained stable; the user was using an inset 6 mm 23 in infusion set and treated without assistance, with no ketones and no diabetic ketoacidosis. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution at home. Investigation included review of user-reported history and event details. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.